Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that (B)(6) 2014 patient was admitted to hospital for reasons unrelated to dexcom device. Upon admittance to hospital, patient was required to remove cgm device. At the time of the call, patient inquired about calibrating device.